Event description:
A nurse reported on behalf of the surgeon a case of diffuse lamaller keratitis (dlk), observed at one day lasik post-operative visit. Additional info indicated the pt was placed on a topical steroid eye drops taper and reported issue had resolved by additional follow up visit. This report reference the left eye. An additional report will be filed for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).